Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. The device properly detected asystole, a non-treatable rhythm. Device manufacturer date: monitor: 05/05/2016, electrode belt: 06/12/2019.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was in the hospital at the time of passing. It was reported that the patient's passing was due to covid-19. Review of the download data, indicates the patient received one shock in response to oversensing of low amplitude cardiac signal. The patient was in asystole at the time of the treatment shock at 07:40:53. The patient's post shock rhythm was a five second pause that transitioned to an idioventricular rhythm at 60 bpm that again degraded to asystole. The patient was in asystole at the time of the device shutdown at 07:43:17 on (B)(6) 2020. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020.